Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/3/2024, it was reported by a sales representative via email that the inserter tip of an ar-3636h self bunching 1.8 knotless hip fibertak bent and broke. All the broken pieces were removed from the patient. This was discovered during a hip labral repair procedure on b)(6) 2024. The case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak. The procedure was not delayed. Additional information received on 12/12/2024: the anchor was removed, and no additional anesthesia was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the tip of the inserter was bent and broken with the broken fragment seen to be successfully retrieved outside of the patient. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. The dfu for this device warns: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.